Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result additional information h4:device manufacture date evaluation summary pentax miyagi factory received this scope and confirmed the defect condition. They also identified that driver board was the cause of defect, not ccd. We replaced a new scope.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The scope eg29-i10 a160956 is the distributor demo. The scope was found blackout at the distributor place and called pentax fse. This scope wasn't used on the patient. There was no report of patient harm. This event occurred at the time of before use.